Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at site. The blood glucose level of the patient was high which was treated by maunal shots. No further information available.